Event description:
An initial event notification was received by Millyard Advanced Medical Products, LLC, on 02-JUL-2026.The user reported that they were hospitalized on (b)(6) 2026 due to having elevated glucose values above 400 mg/dL for several hours. The user remains ongoing on their twist Pump.

Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist Automated Insulin Delivery (AID) System and the reported event cannot be determined. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available.The current version of the twiist AID System User Guide provides information regarding potential causes of hyperglycemia as well as ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times.No components or additional information relevant to the reported event have been made available to Millyard Advanced Medical Products, LLC, for further investigation.